Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went emergency room on (B)(6) 2021 for diabetic ketoacidosis with high blood glucose which was treated with manual injection. Customer¿s blood glucose was 18.3 mmol/l at the time of emergency room visit. Customer stated they received repeated insulin flow blocked alarm. Customer had changed both infusion set and sensor. It was unknown whether customer was using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Event description:
Customer reported going to the hospital on (B)(6) 2021 around 22:00 and being transferred to another hospital on (B)(6) 2021 for high blood glucose and ketones. So, customer meets the criteria for diabetic ketoacidosis. Customer had been experiencing insulin flow blockages. On (B)(6) 2021, infusion set change was at breakfast time (approximately 7:45am) due to insulin flow blockages. Customer cleared it twice, but after the third blockage, customer changed the set. After sensor warm-up, their blood glucose was 18.3mmol/l, and another blockage. Customer then worked in the garden, so exercise lowered their blood glucose, but more blockages at 15:00, but customer was able to clear them, and, with more garden work, kept their blood glucose at a good level. Blood glucose levels just kept climbing after dinner, but no blockages were reported. Near 22:00, blood glucose was 19.1mmol/l and ketones were 1.6, so this is when customer went to the hospital in the hopes of replacing the fiasp in their insulin pump with novorapid. Customer changed from auto mode to manual mode and ran a temporary basal 300% of basal rate at 3u/h. The hospital and the customer decided on manual injection of 5u of novorapid. Because of kidney and heart test results, customer was transferred to another hospital on (B)(6) 2021 at 1:10am. Customer took 7u of fiasp via manual injection on their own around 5am on (B)(6) 2021 and later changed to novorapid for their pump around 9am on (B)(6) 2021 before they were told to do so. Blood glucose values were coming down around 10am. At 11:45, ketones were 0.2, so the hospital discharged them.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.